Event description:
A follow up call was made and the customer reported experiencing sensor reading discrepancies. The customer stated that they received a false low predictive alerts and the insulin pump alarmed for threshold suspend but her blood glucose was not low. The customer would just turn off the sensor to prevent the insulin pump from suspending. Last incident the sensor was reading 86 mg/dl and blood glucose was 266 mg/dl.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed bicarbonate buffer test. The sensor failed per specification due to high readings. Unable to confirm the adhesive anomaly due to the sensor being returned opened/used.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.